Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coseal was used during an unspecified cardiac procedure in which the patient experienced post-operative fever. A revision surgery was required to remove the applied coseal with the patient showing clinical improvement afterwards. No additional information is available.